Event description:
Information received by medtronic indicated that customer had experienced high blood glucose or hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of event. Customer had been treatment with insulin pump for the hyperglycemic event. The customer was not using the insulin pump auto mode/smart guard feature at the time of hyperglycemic event. It was unknown whether customer was using insulin pump system within 48 hours of reported hyperglycemic event hyperglycemic event. No further patient complications were reported. Troubleshooting was performed and advised for changing insulin pump, reservoir and infusion set. Insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer called stating they had problems with three quickset. They stated two of them the backing in the front piece with the needle is losing it was like falling apart the other infusion set where it clicks the tape stayed on the outside it came apart and he just inserted a day or two ago. They stated on the third infusion set once he inserts where connects bg started going up detached the plastic piece the connects to the tape that glues the tape was still on and plastic part flipped in. The plastic base became detached from the site patch on the stomach on right. Customer had experienced high blood glucose or hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of event. Customer had been treatment with insulin pump for the hyperglycemic event. The customer was not using the insulin pump auto mode/smart guard feature at the time of hyperglycemic event. The customer never reported that he was off pump therapy for any period of time and the customer has continually been on pump therapy. No further patient complications were reported. Troubleshooting was performed and advised for changing insulin pump, reservoir and infusion set. Insulin pump will not be returned for further analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not completely correct. The corrected/updated event narrative is being submitted via this follow up report under b5 section.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Type of reportable event (h1) in first follow up report was chosen wrong. The correct type of reportable event is "serious injury" for first follow up report.